Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components.

Event description:
It was reported that the patient underwent a removal procedure. During the removal of the bone screw the tip of the driver broke off. No patient complications were reported.